Event description:
During follow-up, a diagnostics anomaly was observed on the device. The issue will be resolved when the device is explanted and replaced due to normal eri. The patient was in stable condition.